Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes returned to manufacturer on: 1/25/2021 section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was removed after insertion. Furthermore, haptic damage (bent) was observed. The lens was cleaned, and no additional cosmetic defects were observed. ¿dc-haptic damaged¿ was confirmed, however per the initial report this issue was observed after handling for insertion, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was bent upon insertion into eye. No other information was provided.